Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit received with cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed power off. Customer's blood glucose levels were not included in the report at the time of the call. Customer stated the batteries lasted a maximun of two hours. Product is not expected to return.